Event description:
A healthcare facility in colorado reported that after using the oracle oral mask a patient's airway closed and the patient had to go to the hospital. The healthcare facility also informed us that the patient had a latex allergy but that they did not know whether the patient had a silicone allergy. The patient has used the mask for one week. The healthcare facility later informed us that the patient stated they were only at the hospital for a few hours and the hospital did not determine what had caused the issue.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare (fph) for evaluation. Further information obtained from the patient via their healthcare provider was as follows: the patient was only briefly in hospital; for a few hours. There was no conclusive diagnosis for the airway issue. There was no history of asthma. The patient has received CPAP therapy for a long time using resmed products, including s9 autoset CPAP device, quattro fullface mask, and swift pillows mask. It is noted that the patient has used both full face and nasal pillows CPAP masks. With these masks the patient may breath through their nose, but with the oracle oral mask the patient can only breath through their mouth in order to receive therapy. Possible causes for the issue experienced by the patient include: airway dryness. Now that the patient was no longer breathing through their nose the humidifying function of the nose had been bypassed. The s9 humidifier may not provide as much humidity as the fph integrated CPAP devices. The airway may have become distressed by the drier conditions. Dust/pollen. Now that the CPAP was directly applied to the airway, bypassing the nose. If the incoming air was not adequately filtered allergens may have been delivered to the patient's airway. Dust/pollen may have distressed the patient's airway. Silicone allergy. All masks have slightly varying formulations of silicone. Allergic reaction to silicone is experienced by 5 to 7% of patients. All fph masks and their materials have been biocompatibility tested to iso-10993 and do not contain latex.